Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk.the device was received with missing end cap sticker and dog chew marks at the reservoir tube.

Event description:
The customer reported that the insulin pump alarmed. Advised the caller that the device would be replaced. No further information was provided.